Manufacturer narrative:
It was reported that there were missing foam circles in the foam blocks that hold the circuit loop. Which can be seen all the way inside the bowl stuck to some tape, therefore, breaking sterility. The failure occurred during priming. No harm to any person has been reported. As the product became unsterile and there is a potential risk for a patient, a report is required. This failure is no longer reportable, as confirmed by the investigation, since the sterility of the product was never in question. The affected hls set was investigated in the getinge laboratory on 2024-07-23 with the following conclusion: the visual inspection could not determine the presence of potential deviations nor determinates the original position of the foam inserts in the placemat tray. The components were damaged during return, as well, as had been already been used/modified for use by the customer before the deviation was reported. The venous line was modified, and third-party sample lines were connected to the module. In addition, the missing foam cylinder was found inside the table tray. However, it can be recognized from the present condition that the tubes were partially pulled out of the unitray by the user. No retrospective statement can be made as to whether the foam stopper could have come loose from the foam insert before delivery to the customer, and the position of the mentioned stoppers is not responsible for the sterility or the safety and functionality of the product. The stoppers are pre-punched in the foam insert and can be removed manually or pressed into the placemat tray. Therefore, the exact root cause remains unknown. A consultation was performed by getinge sterilization specialist on 2024-07-26 with following conclusion: the circle foam of the table tray is used as a guide for the tubes during transportation and holds the tube in the uni tray during aseptic application. Although the circle foam is detached, the uni-tray is still sealed and packed in the primary packaging tray that is sterile. The uni-tray is developed for the protection of the tubes and to facilitate the passing over to the sterile field in the clinic. The uni-tray is not a sterile barrier system itself. As the hips-tray is impermeable to liquids, air, gas and not to microorganism bearing particles, therefore, a detached circle foam cannot lead to any negative impact on sal and eo/ech residuals can be denied. In conclusion, the investigation showed that there is no negative effect on sal or eo/ech residuals on non-change of the gas band. According to the instruction of use of the hls set (chapter "preparation and installation") it is stated to perform a careful visual inspection of the sterile packaging before use. Pay particular attention to moisture, openings and soiling. Perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures. Referring to the instructions of use of the hls set (chapter basic safety instructions) it is stated to not use defective devices (example if device is damaged, as well as to not modify the device, since modifications to the device can result in serious injuries to or death of the patient. The production records of the affected product were reviewed on 2024-07-25. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results the reported failure "missing foam cylinder in table pack" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there were missing foam circles in the foam blocks that hold the circuit loop. Which can be seen all the way inside the bowl stuck to some tape, therefore, breaking sterility. The failure occurred before use. No harm to any person has been reported. Complaint ID # (B)(4).